Manufacturer narrative:
Device was discarded. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, "it was noticed after surgery that the bottom part of the sleeve cracked off. The tube will not slide on it anymore. No delay in surgery. No adverse event reported."